Manufacturer narrative:
Additional information in b5, d1, d4, d10 and h4.

Event description:
Additional information received from the customer on (B)(6) 2024. The device involved is a spinning spiros® closed male luer, red cap with list number ch2000s-c and lot number 13704784. The device was initially placed on (B)(6) 2023, and there were no issues noted during initial priming/set-up. Also, the set-up used with the product was a bd secondary set for alaris with filter. The leakage was noted within 10 minutes of infusion and no component damages and anomalies were observed.

Event description:
The event involved an unspecified intravascular administration set where it was reported during a nivolumab infusion, the patient called in registered nurse (rn), stating her blanket, pillow and clothing felt damp. Upon inspection, rn noted dampness at the connector site of nivolumab line that comes from the pharmacy. Infusion was paused. Two pharmacists inspected line and noted possible mis thread of anti-reflux valve. Patient peripheral intravenous (piv) site intact. Patient affected, skin washed with soapy water and affected clothing was changed. This is a single use device that was not reprocessed and reused on a patient. The event occurred in an outpatient treatment setting. There was patient involvement and unknown harm reported.

Manufacturer narrative:
The complaint of leaks could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review (DHR) reviewed couldn't be performed due to lot number for this complaint was unknown. F2 - uf/importer report # (B)(4).